Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Date of event estimated- (B)(6) 2022.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) filter it could not be inserted into the delivery catheter pod. It was noted when removing the eps from the packaging the distal end of the catheter was fractured. A new abbott device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned dc pod. The damage to the delivery catheter pod was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.h6: medical device problem code 1069 removed and 2981 added.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) filter it could not be inserted into the delivery catheter pod. It was noted when removing the eps from the packaging the distal end of the catheter was fractured. A new abbott device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. Subsequently, after the initial was filed it was confirmed the catheter tip was observed to have a fracture; however, the account confirmed by fractured they meant "crumpled" wrinkled delivery catheter pod. No additional information was provided.

Manufacturer narrative:
Nae1: facility name and address updated.